Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a rash near the stoma site. It was reported that the patient's stoma site was swabbed. The patient was prescribed fluconazole 50 mgs once a day for 7 days, and brentan ointment 2 applications for 7 days. On an unknown date, it was reported that the patient's stoma site swab came back positive for staphylococcus aureus escherichia coli enterococcus faecalis. It was reported that the patient's fluconazole treatment would continue for 7 more days, and the patient was prescribed an addition of amoxicillin and clavulanic acid 500 mgs every 8 hours for 7 days.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.